Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that two of the foley catheters burst open as they were about to be administered. It was stated that the materials were split open which rendered the catheters unable to be used.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "over exposure to ozone resulting in product degradation." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." "If patient has a catheter in-situ to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. Wait at least 30 seconds for deflation. If permitted by local protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by local protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Using the two (2) syringes, marked ¿for cleansing purposes only¿, dispense the water onto three (3) gauze squares. Prepare the patient by wiping down the catheter insertion site with the saturated gauze squares. Dry patient with the remaining two (2) gauze squares. Note: do not use this syringe to inflate the catheter balloon. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water - 10 ml." "Ensure catheter and drainage bag tubing is kink free and drainage bag is positioned below the bladder to ensure urine is flowing freely. Periodic inspection of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, further investigation should be taken in line with local protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two of the foley catheters burst open as they were about to be administered. It was stated that the materials were split open which rendered the catheters unable to be used. Per follow-up information received from ibc on 19jul2022, stated that the catheters ripped apart, not the balloon.

Event description:
It was reported that two of the foley catheters burst open as they were about to be administered. It was stated that the materials were split open which rendered the catheters unable to be used.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "non-uniform thin sac and /or finish dip coverage". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. If patient has a catheter in-situ to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. Wait at least 30 seconds for deflation. If permitted by local protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by local protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Using the two (2) syringes, marked ¿for cleansing purposes only¿, dispense the water onto three (3) gauze squares. Prepare the patient by wiping down the catheter insertion site with the saturated gauze squares. Dry patient with the remaining two (2) gauze squares. Note: do not use this syringe to inflate the catheter balloon. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water - 10 ml. Ensure catheter and drainage bag tubing is kink free and drainage bag is positioned below the bladder to ensure urine is flowing freely. Periodic inspection of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, further investigation should be taken in line with local protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned